Event description:
When the user use app for covid test, it says the serial number is expired on the same day ((B)(6) 2022) of the purchase though the box has an expiration date of 11/26/2022. The user asked what does mean. Importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of "malfunction" according to the 21cfr803.